Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/29/2016 with the following findings: device evaluation: on investigation, the battery compartment was noted to be at the case seal. The audio bolus button cover was noted to be damaged. There was a cold solder defect of the continuous glucose monitoring module.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage, a damaged audio bolus button cover and a transceiver board solder issue. This report is made based on results of investigation completed on 03/29/2016.